Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on four treatment (tx) dates. 1st submental tx using 3 applicators coolmini applicator and abdo treatment (2 x plus) on (B)(6) 2022 (3 applicators coolmini). 2nd submental tx using 3 applicators coolmini applicator and abdo treatment (4 x plus) on (B)(6) 2022 with 3 applicators. 3rd submental tx using 3 applicators of coolmini as well as abdo treatments upper and lower (4 x plus) on (B)(6) 2022. 4th abdo tx using 4 x plus applicators to the abdomen (lower);abdomen (mid);abdomen (upper); and submental on (B)(6) 2023. [Applicators: cooladvantage plus, coolcurve plus ((B)(6)), and coolmini ((B)(6)) - (submental only)]. All areas developed paradoxical hyperplasia (pah/ph) three months after treatment.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.